Event description:
The customer reported his blood glucose reached 300 mg/dl less than an hour after the pod was activated. He then realized that the needle never fired the cannula into the infusion site. The pod was discarded.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.